Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found the receiver will boot and charge. Receiver download retrieved . The receiver log show no issues related to customer complaint. Receiver functional test and try test failed.opened receiver case to measure resistance of speaker: failed. High resistance across speaker measured . The complaint is confirmed because no sound was heard. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.